Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 scope error code, no image, and foreign objects in the air/water cylinder. Based on the results of the investigation, the following led to the customer's allegation, e315 scope error code, and no image: corrosion on the plug unit. Regarding the foreign objects in the air/water cylinder, the identity of the foreign material and a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope could not be recognized by the processors. The issue occurred during a diagnostic gastroscopy procedure during withdrawal of the device. There were no reports of patient harm or any significant procedural delay.